Manufacturer narrative:
The field service engineer (fse) suspected a sample contamination. Reagent tests and qc were performed, and they were within specifications. The fse verified that the instrument was performing within specifications. No further issues were reported after the service visit. The service actions of replacing the reagent probe resolved the issue. The cause of the event was consistent with a reagent probe issue.

Manufacturer narrative:
The magnesium gen.2 reagent lot number was 920178 with an expiration date of 31-aug-2027. The calibration was last performed on 23-mar-2026. The qc was shifting up. The field service engineer (fse) replaced the reagent probe. He also checked the alignment, the sample, and the reagent probe rinse levels. He performed water-quality adjustment and preventive maintenance. The fse then performed a hardware check with successful results. The investigation is ongoing.

Event description:
We received an allegation about disctrepant results for 1 patient sample tested with magnesium gen.2 assay on a cobas c 303 analytical unit. Initial result: 6.35 mg/dl (accompanied by a data flag). 1st repeat result: 16.800 mg/dl (tested with a dilution factor of 1:20). On (B)(6) 2026: the physician questioned the 1st repeat result of 16.8 mg/dl, prompting the repeat of the sample. 2nd repeat result: 7.230 mg/dl (tested with a dilution factor of 1:2 with the decrease option). 3rd repeat result: 7.34 mg/dl (tested with a dilution factor of 1:20).